Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2019.   According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and soft plastic when it was inserted into the abdomen. The procedure was completed with a new endovive safety peg kit push method.   There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2907 captures the reportable event of feeding tube detached. Visual examination of the returned device revealed that the peg tube was separated. Residue was present on both interfaces of the transition joint between the peg tube and introducer dilator. The complaint wass consistent with the reported event of feeding tube separated. It is likely that several factors, such as user technique/handling, patient anatomy, and the size of the incision site that the tube is being pulled through, contributed to the reported complaint. Therefore, the complaint investigation conclusion code selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2019. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and soft plastic when it was inserted into the abdomen. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event.